Event description:
It was reported the patient is experiencing pain at the implant site (evoke spinal cord stimulation (scs) system) when sitting back in a chair. The pain has not really resolved like expected. Saluda personnel followed up with the patient who stated "the physician believes that the patient has something going on in their spine causing the pain". The physician wants to do epidural steroid injections to relieve the pain but has not been scheduled. Additional information has been requested but unavailable at time of this report.